Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 2 of 2 for the same event. It was reported that during a veterinary tibial plateau leveling osteotomy surgical procedure, it was observed that the trigger button was loose on the small battery drive device. It was further reported that the small battery drive device had low power. The reporter stated that the oscillating saw attachment device was difficult to lock and unlock and remove from the small battery drive device. It was reported that the devices vibrated a lot while in use together. As a result, there was a five minute delay to the surgical procedure. It was reported that the procedure was completed with the actual devices with no further issues. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the electronic control unit(ecu) cavity for trigger was damaged and the motor and bearing had corrosion. A visual and functional assessment was performed on the device and it was observed that the lower trigger was loose. It was noted that low power was not confirmed as the device was found to have sufficient power (specification is minimum 40 to 65 watts(w), actual reading was 53.43w). The reported condition of lower trigger loose was confirmed. The assignable root cause was determined to be due to improper cleaning methods and improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.